Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an anastomosis, the needle detached from the strand and the surgical time extended for thirty minutes or more due to the product problem. New sutures had to be used. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an anastomosis, the needle broke and the surgical time was extended for thirty minutes or more due to the product problem. New sutures had to be used. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) received one device. A tactile and microscopic inspection of the sutures was performed with no abnormalities. The visual inspection of the opened sample noted no sutures and one needle. The needle was returned disengaged from the suture. Under microscopic inspection, instrument marks were noted near the swaged end of the needle. A needle attachment test was performed on the sealed samples, and the results met the specifications for this product. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. Grasping the needle at the swaged end can cause the needle to break, bend, or become disengaged from the suture. The needle should always be grasped in the middle, where the diameter is greatest. If information is provided in the future, a supplemental report will be issued.